Event description:
At the completion of a laparoscopic cholestectomy, the pt was noted to have a potential burn around the incision on their left upper abdomen (midway between the nipples and the umbilicus)